Event description:
The customer contacted physio-control to report that their device showed the attention and the service wrench indicators in the readiness display. During device evaluation by physio-control it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the device having had water infiltration. This caused the internal pcb assemblies to become corroded and non-functional. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.